Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose dropped to 44 mg/dl. The patient was out of it and did not know what they were doing. A ambulance arrived to render help. For treatment, the patient was given juice and food. The pod was worn between 24 and 36 hours on the abdomen. The pod was discarded. The ambulance left after 1 hour.